Event description:
The spouse of a (B)(6) male patient called zoll customer support to report that the patient's monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the power-up failure was isolated to shorted 3.3v and 1.8v power supplies in u1003 programmable logic device (pld) on the monitor c/a board. The shorted power supplies caused the f600 fuse to open. The root cause for the shorted power supplies could not be positively identified. No adverse event resulted from the shorted power supplies. The patient received a replacement monitor.